Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the outer proximal set up joint (suj) on the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive the da vinci product involved with this complaint to perform failure analysis (fa). The proximal suj was analyzed and error 23087 was confirmed in the field via the error logs but was not replicated in-house. The unit passed all the tests. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the universal surgical manipulator (usm) 1 was triggering error 23087. The customer was able to recover from the fault, but when they moved the usm, the error returned. The customer had restarted the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to do a hard restart, but the issue remained. Tse advised the customer to disable usm 1. The customer did that and continued with the procedure using 3 usms. The procedure was completed with no reported injury.